Manufacturer narrative:
Update to h6 (annex codes b, c, and d).

Event description:
Per the report, "customer had a 23g butterfly needle that did not fully retract after depressing the button. She tried pushing it again and moving the line around (sometimes the springs just get stuck a little) but nothing worked."

Manufacturer narrative:
Per the report, "customer had a 23g butterfly needle that did not fully retract after depressing the button. She tried pushing it again and moving the line around (sometimes the springs just get stuck a little) but nothing worked." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.